Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system's suite pc shut down on its own multiple times. Analysis of the log file showed a software malfunction. Upon troubleshooting, the rse identified software issues related to the suite pc's session manager process, which had crashed. The customer initially attempted a warm restart three times to resolve the issue but ultimately needed to perform a cold restart. The customer was advised to perform a cold restart twice a week to maintain normal software performance and to avoid using a warm restart for this purpose. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer shut down on its own multiple times. The user had to restart the system several times, and it took an extended time to reboot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Corrected data: result code, component code, conclusion code and additional narrative. Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and found that the system's suite pc shut down on its own multiple times. Analysis of the log files obtained confirmed that the user had not been restarted the system for a duration of 4 weeks, prior to the occurrence of the reported problem, leading to system memory depletion, which adversely affects the overall system performance. To resolve the issue, the philips service engineer performed a cold restart and to keep software running normally advised the customer to perform a cold restart of the system twice a week. After cold restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The azurion system instructions for use (IFU) recommends the user to perform a cold restart of the system every day. The reported issue occurred since the IFU recommendation was not followed by user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.